Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating (dsl2228j/13275268) to treat a thoracic aortic aneurysm rupture. The dsl2228j was advanced from the left external iliac artery (leia) using a cutdown, and a stent graft was deployed without issue. When the dsl228j was being removed, the leia at the cutdown site was ruptured. The leia replacement procedure was performed using a surgical graft, and the artery was repaired. The patient tolerated the procedure. It was reported by the physician that as the vessel diameter of the leia was small, the leia rupture was an unavoidable adverse event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.